Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, following lasik flap creation of the left eye the flap was noted to be thin and unable to lift. The treatment was cancelled. Additional information requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no error or warning that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error. The reported treatments could be identified in the logfile. The logfile shows the energy was stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated the surgery with the recommended setting. The vacuum was good and stable. No abnormality regarding z-offset setting can be identified. A review of treatment report shows a thinner intended flap. It is a little thinner than the recommend flap setting. The combination of thin flap and water/ lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remain as a visible bubble. This area of so called vgb (vertical gas breakthrough) will leave non lift-able tissue bridges. Vgb is known to appear in thin cuts more often when compared to thick flaps. A small obl, vgb and uncut area could be seen in treatment report. In addition, the treatment reports shows a decentered applanation and the canal for od (right eye) is too short, so that obl occurred because the gas can not escape. The root cause is a thinner flap setting in combination with decentered docking and too short canal setting. No technical root cause was identified as the system was operating within specifications. The root cause is the combination of short canal and thinner flap setting and decentered docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received from the reporter, the right eye was the involved eye and the left eye treatment was unremarkable.